Manufacturer narrative:
The device history records (DHR) for the device was reviewed. There were no reported issues that were observed during the laser treatment. Thus, there is no evidence to conclude that the laser system contributed or caused the capsular tear. As surgical technique and patient anatomy would also contribute or cause a capsular tear, the root cause of the reported event could not be determined. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Software revision 2.23. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a case of posterior capsule tear during a laser assisted cataract procedure of the right eye. Reporter indicated the patient had a small pupil and extremely dense cataract. Phaco was difficult due to the density of the lens and upon removal of the final piece, a circular tear was visible centrally, and nasally. The surgeon believes that the tears could have been avoided, but not that the laser contributed directly to the tears. The surgeon feels the round shape of the tear may require a posterior treatment, but not confirmed.